Event description:
Additional information received reported that stimulation sensation moved to the right of the urinary spot. The patient didn¿t know the exact date this started, but it was before they fell. The patient met with a manufacturer representative on (B)(6) 2015. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Refer to manufacturer¿s report # 3004209178-2015-05814 for the patient¿s issues after a fall.

Event description:
Additional information received reported that the patient would like to have the device removed because it was still not working. If additional information is received, a supplemental report will be sent.

Event description:
It was reported that starting in december the patient felt as if the stimulation had moved. It was not functioning like it was supposed to and the patient thought it had slipped. At times the patient did not feel it and when they did it was ¿kinda to the right and not in place¿ where they felt it before. There were no falls or trauma that the patient could think of that may have caused the change. The patient would contact their health care provider (hcp). No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0f1t7, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0f1t7, implanted: (B)(6) 2014, product type: lead. (B)(4).